Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection ileocecum with robot support procedure, while the device was used for colon reconstruction, specimen extraction (insertion hole closure) after side-to-side anastomosis with one stage firing at side-to-side anastomosis and at closure of insertion hole (one stage fee), about 2/3 of the way, the firing stopped advancing, the device was released from the tissue, and the staple line was incomplete. The area where the firing stopped seems to be near the staple line of side-to-side anastomosis. Additional resection was performed for areas that could not be completely resected, and the staple was fired again. There was a part where the staple line appeared to be in one row, but the additionally resected tissue was discarded and could not be checked.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the photo depicts the instrument with the interlock engaged. Visual inspection of the instrument noted no abnormalities and microscopic evaluation of the anvil buckets noted no staple markings. Visual examination of the staple cartridge noted that the loading unit was fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed no damage, while the pushers noted staple markings. It was reported that the staples were missing from the staple line after firing and the device initially fires, but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument was applied to tissue beyond the recommended range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a cartridge with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.